Event description:
A physician reported an event of product removal following a phalloplasty procedure. It was unclear from the report whether infection had occurred. This physician previously reported 2 cases of infection and fortaperm removal in phalloplasty procedures, where he indicated that several units had been used for each procedure, in a layered configuration.